Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that cause was not determined. Patient I s planning to meet with their managing physician for future evaluation of this issue. An x-ray was not possible at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy/ spinal pain. It was reported that in the last month, stimulation had been intermittently electrocuting the patient and felt like a strong zap in her right lower leg when she was walking or turned quickly. Patient was currently in a correctional facility and could not come to an office evaluation. No falls or accidents reported. Patient did not have a patient programmer (pp) with her and family couldn't find it. Patient could turn off scs using her recharger (insr). A manufacturer's representative is arranging to see her at the facility to perform impedance check and troubleshoot the system. Issue has not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient was getting shocking zapping sensation in right calf which was also where the patient's pain pattern was when they bend over to touch their toes or pick up heavy objects. The manufacturer's representative (rep) reported that the patient did not have access to their patient programmer for a while so they were not able to adjust stimulation. Rep adjusted stim today and patient felt shocking no matter if intensity was at 2v or 4v. Rep stated they turned stim off and shocking subsided. Rep already ran impedances at 1.5v and across different reference electrodes, all were around 1000 ohms or less except contact 13 which was over 10k. Rep stated they ran impedances while patient was actively feeling shocking and impedances were similar to those mentioned above. No falls or traumas related. Rep reported the patient was in a home where they won't be getting out until august. So the earliest x-ray they could do would be (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.